Manufacturer narrative:
(B)(4). The analysis results found that one ec60 device was returned with the firing mechanism damaged and with an ecr60g cartridge loaded on the device. The returned reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. Due to the condition of the device no further functional test was performed. The device was disassembled to verify the condition of the internal components; the firing shuttle was noted to be damaged, causing the firing mechanism not to properly operate. No conclusion could be reached as to what may have caused the firing shuttle to become damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment, in addition, a sample of the batch is inspected at fgqa.

Event description:
It was reported that during a wedge resection procedure, the device could not fire on the second firing with the green reload. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.